Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurts all the time / constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip pain") and premenstrual pain ("pain usually the week before my period"). The patient was treated with surgery (removal next month). Essure was removed. At the time of the report, the pelvic pain, back pain, arthralgia and premenstrual pain outcome was unknown. The reporter considered arthralgia, back pain, pelvic pain and premenstrual pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('hurts all the time/constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), arthralgia ("hip pain") and premenstrual pain ("pain usually the week before my period"). The patient was treated with surgery (removal next month). At the time of the report, the pelvic pain, back pain, arthralgia and premenstrual pain outcome was unknown. The reporter considered arthralgia, back pain, pelvic pain and premenstrual pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.